Event description:
It was reported occlusion alarms occurred. Customer reloaded the cartridge and successfully resumed insulin therapy. Reportedly the customer is wearing the infusion set for 3-4 days, and wearing the cartridge for 7 days. Tandem clinical support informed customer that wearing the infusion set for 3-4 days, and wearing the cartridge for 7 days, is off label per the user guide. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Change your cartridge every 48¿72 hours as recommended by your healthcare provider.